Manufacturer narrative:
H6: previously applied code of d14 is no longer applicable. H3: customer was contacted for additional information and device return. But there was no other information that was available with customer and the handpiece was not returned to medtronic. Therefore, returned device analysis was not able to be performed. Because the product was not returned to medtronic, we remain inconclusive as to what could have been the root cause of the reported event. There was no indication that the event was related to a possible manufacturing issue. Therefore, no device history record (DHR) review was performed. However, by looking at the service history of the device, it was found that the device was being used for more than a year with no repair i.e., for around 1 year 3 months. Per instructions for use, overheating of device can be caused by wear out or failure of component. Product experience suggests that the behavior is typical for the given the circumstances, or the failure o ccurred over a period of time. The most likely cause of the event could be anticipated use characteristics. The investigation determined that this event had foreseen risk and is included in monitoring, and therefore no further investigation was required. Common sequences of events and contributing factors that can lead to this event are documented in the risk management file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the visao drill handpiece was getting hot. There was no patient impact.